Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and broken belt clop slot. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the part of reservoir compartment is chipped off. The customer¿s blood glucose level was 152 mg/dl. The insulin pump will be returned for analysis.